Event description:
It was reported that the patient's device had been "dead" for about 2 years, stated "she had not used it in a long time." The reporter stated that the patient started to experience arm pain and wanted to use stimulation again, but was unable to do so. It was later reported, in (B)(6) 2012, that the patient had an appointment with the manufacturer representative. It was noted that the device was off prior to visit. The reporter stated that the battery status showed "ok" and read 2.84 volts. The last stimulation was reported as unknown. The last reset "pf" data was done (B)(6) 2011 with 4,540 hours of use. The caller stated that there were impedances on some bipolar pairs that read >4,000 ohms. It was stated (at 0.7 volts, pulse width of 450us) that the only bipolar pairs that did not have impedances >4,000 ohms were 0/1, 0/2, 1/2, 4/5, 4/6, 5/6, and 6/7. The impedances were then run again at higher values (2.0 volts and pulse width 450us) and the normal range pairs increased to impedances around 3 ,000 ohms. It was unknown if the patient had experienced any trauma associated with this event. It was later reported, in (B)(6) 2012, that the patient was being referred back to her physician for a lead revision and device re placement. No date had been scheduled.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3487a-33, lot# j0209885v, implanted: (B)(6) 2002, product type lead; product ID 3487a-33, lot# j0209885v, implanted: (B)(6) 2002, product type lead. (B)(4).